Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, which demonstrated that all monitoring processes continue to meet adc requirements. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an infection after 4 days of wearing the adc freestyle libre sensor. Customer reported experiencing redness and draining of puss. Customer had contact with an hcp who cleaned and evaluated the sensor site. Additionally, the hcp provided her with unspecified antibiotics and an unspecified cream for treatment. There was no report of death or permanent injury associated with this event.